Event description:
Customer reported blood glucose results of lo, which on the active system indicates a result less than 10 mg/dl, and 89 mg/dl within 10 minutes on the active system. Customer reported symptoms for which he self treated. No adverse event reported. A request was made for the return of the system, replacement was sent.